Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient was pre-operatively diagnosed with: recurrent herniation left l3-l4 disc. Herniated right l5-s1 disc. He underwent the following procedures: re-opening left l3-l4 and right l5-s1 laminotomies, discectomies. Lumbar l3-l4, 360 degree fusion using interbody cages anteriorly and pedicle screw rod fixation posteriorly. Bone grafting using autologous bone and rhbmp-2 bone graft. Monitoring of fluoroscopy. As per op-notes, "after the disc space was emptied it was progressively dilated and scraped. This allowed usage of a 12 x 10 x 26 trial cage. Accordingly, a 12 x 10 x 26 cage was prepared. Rhbmp-2 bone graft was prepared on collagen sponge and 1 collagen sponge was placed inside the cage. All autologous bone which was taken from the residual lamina and facet was morselized. A portion of this was placed in the disc space after it had been prepared with removal of all cartilaginous material. A 2nd collagen sponge filled with rhbmp-2 and rolled up with autograft was placed in the space and pushed toward the midline." Post-operatively, the patient alleged unspecified injury due to the use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.